Event description:
Event description cpi received information that this patient may have received inappropriate therapy while operating a gas powered grass trimmer. An invasive procedure was performed and the physician elected to replace the complete system. The lead was capped.